Event description:
It was reported that the patient presented with loss of capture and pacemaker syndrome. The atrial lead was found to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with loss of capture and pacemaker syndrome. The atrial lead was found to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the lead had apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.